Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging her mother's onetouch ultra meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed that the alleged issues began on (B)(6) 2011 at approximately 9am in the morning. The reporter stated her mother tested with the subject meter and obtained a value of "84mg/dl." The patient reportedly manages her diabetes with oral medications (unknown type and dose) and did not take any actions regarding her usual diabetes management regimen in response to the alleged issue. The reporter claimed that approximately 20 minutes later, the patient "fainted" for an unknown reason. The emergency medical services (ems) was called and when they arrived they tested the patient using their own hcp meter and reported a value of "216mg/dl" at approximately 9:25am. The patent was not treated by the ems but was taken to the hospital. It is not known if the patient was treated at the hospital and whether she was admitted. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The correct test strips were being used. An approved sample site was used to obtain the result from the subject meter. The subject test strips were in good condition and unexpired. A control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the primary complaint was not confirmed. However a secondary complaint was found with the meter. The battery was found to be low/dead. The subject test strips have not yet been received. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k062195.